Event description:
During use in o.r. - device alarmed/message "occlusion check" & then shut down completely. Followed up with reporter in 2003. They clarified that they checked this fix because they changed units to complete the surgery. There was no pt injury.